Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the left ventricle (lv) lead exhibited an inappropriate capture threshold. The left ventricle lead was not used. The physician continued to use a second left ventricle lead and completed the procedure. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.

Manufacturer narrative:
The reported event of unacceptable threshold was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination found no anomalies. Electrical testing found no shorts or conductor fractures.